Event description:
On 9/20/2023, it was reported by a sales representative via sems-06036733 that an ar-13995n scorpion-multifire needle had an issue during a rotator cuff repair procedure on (B)(6) 2023. He was passing suture using a multifire scorpion needle and broke the needle tip off in the acromion. An x-ray was brought in to confirm that it had broken off in bone, and the tip was not able to be recovered. The remainder of the surgery went excellent, and the rotator cuff repair was completed with no further issues. The needle was thrown away by staff and will not be returned. This occurred during use with no patient harm. Additional information has been requested. On 10/2/2023, the sales representative provided the following information via email: an ar-13999mf fastpass scorpion with an unknown lot number was used with the needle. When the scorpion needle broke, the same ar-13999mf fastpass scorpion was used with a different ar-13999hdn hd scorpion needle with an unknown lot number to complete the procedure successfully. There was a minimal case delay of 5 minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.